Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose was 550 mg/dl at the time of incident. Troubleshooting advised the customer to keep transmitter and pump within 6 feet of each other. The customer was also advised to monitor the pump and call back if further issues.